Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and does not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functionality and stress testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared, the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.